Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating to the correct temperature and there was sediment in the reservoir. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested the device was found to be working as intended but an incorrect fluid had been used that stained and contaminated the reservoir. The reservoir was cleaned and the device passed all functional tests. Service history identified that no previous repair has been noted in the last 12 months.